Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced on-going, continuous low blood glucose (bg) levels. Customer¿s blood glucose (bg) level was "low"; although specific value was not provided. Customer consumed glucose tablets to address bg. Reportedly, customer fell, and spouse assisted customer with walking downstairs. Recommendation was made to consult with a healthcare provider regarding diabetes management.